Manufacturer narrative:
(B)(4). Implant date - unknown date in (B)(6) 2004. Concomitant medical products: unknown, unknown stem, unknown unknown, unknown cup, unknown unknown, unknown head, unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 01022. Product location unknown.

Event description:
It was reported patient underwent left hip revision due to unknown reasons. The head and liner were exchanged. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable as this device was not involved in the event. The initial report was submitted in error and should be voided.